Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site and confirmed the blurry image was related to the camera head. The tfs replaced the camera head to resolve the system issue. The part has not yet been received for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the cross alignment of the camera continued to move. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information. The reporter confirmed that technical support was contacted when the issue occurred. It was noted the image was blurry on the surgeon side console (ssc) as a result of the cross alignment moving. Replacing the camera cable did not resolve the issue. The patient was under anesthesia and the ports had been placed. About 45 minutes into the planned procedure, the surgeon decided to convert the procedure to open surgery. The patient tolerated the procedure well. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part involved with this complaint and completed investigation. Failure analysis investigation found mechanical shock resulting in stage assembly damage. The part was found to be out of alignment.